Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 79-year-old male patient that was attempted to be implanted with the impella cp for mechanical circulatory support. It was reported that the impella cp was unable to cross due to notable peripheral artery disease of the patients right iliac artery. Percutaneous old balloon angioplasty and change out of the impella sheath were performed successfully.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.